Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.

Event description:
Reference MDR # 1036844-2011-00006 for related event involving the same pt. It was reported that between (B)(6) 2010 and (B)(6) 2010 the catheter was being used on a male pt with sickle cell anemia. The catheter was placed into the pt's arm and he developed a rash. The ir manager reported this information to the sales representative due to a similar incident with this pt. The pt had 4 arrow coated piccs placed over the last several months. There was no delay in treatment, no pt death and no pt complications were reported. The pt outcome was fine. Another clinician in the department thought the reaction was with a bard catheter; however, the ir manager thought it was with this arrow catheter. Additional information received on (B)(6) 2011, by the ir manager stated that "the PICC was placed for analgesic therapy and possible blood transfusion. Their was no insertion difficulties known and allergies are unk. There protocol for skin prep is with chloraprep and after the insertion they place a biopatch and tegaderm dressing. She did not know much information about the pt for they are in the department for a short timeframe just to have the PICC placed. She reminded me that the hippa laws inhibits her from giving pt information even if she did know."